Event description:
It was reported that the patient received inappropriate high voltage therapy from their right ventricular lead. Review of sessions records revealed that the lead exhibited oversensing which resulted in the inappropriate shock. X-ray confirmed that the lead had dislodged. On (B)(6) 2018, the patient presented for lead revision procedure. While attempting to reposition the lead, there was difficulty retracting and extending the helix. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.